Manufacturer narrative:
Block h6: imdrf component code g04122 captures the reportable event of stent barb torn. Block h11: a flexima biliary stent with delivery system was received for analysis. Visual inspection found the guide catheter kinked, the push catheter suture hole torn, the stent barb torn, and the barb kinked. No other problems were noted with the device. Product analysis confirmed the reported event of stent failure to deploy. The investigation concluded that the reported event was due to instructions of use not being followed. A labeling review found evidence to suggest that the device was used in a manner inconsistent with the labelled indications. The flexima biliary stent with delivery system instructions for use (IFU) states: "slide the outer orange sleeve over the most proximal stent barb to hold it down for stent insertion."; however, it was reported that the barb flap cover was not used to insert the device through the biopsy cap. The additional observed damages were likely caused due to excessive force used when trying to deploy the stent or due to the complications that could have also appeared during the procedure. Therefore, a review and analysis of all available information indicated that the most probable cause is failure to follow instructions.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) and stent placement procedure performed on (B)(6) 2024. During the procedure, the device could not be deployed inside the patient. The procedure was completed using another device of the same model. No patient complications were reported as a result of this event. The patient's condition following the procedure was reported to be stable. Note: this complaint has been deemed MDR-reportable based on the investigation results, which revealed that the flexima biliary stent barb was torn. Please see block h11 for the full investigation details.